Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with juvederm vista voluma xc. Approximately three weeks later the patient reported they ¿felt some pain after the injection, and the injection site was red and black. The area was on the inside of their cheek, and under their eye. The hcp additionally reported it was a ¿vascular embolism.¿ the patient told the hcp they wanted it dissolved with hyaluronidase. Symptoms are ongoing.